Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Noise and oversensing was also observed in unipolar configuration. A lead fracture was suspected, however, was not confirmed. Additionally, high rate sensor driven pacing noted, however, was short in duration. The device was reprogrammed to vvi and monitoring will be continued. No adverse patient effects were reported. This product remains implanted.